Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. Customer's blood glucose was 463 mg/dl at the time of the call. The customer treated their blood glucose with a 7.6 unit bolus. Customer also reported they had been disconnected from the insulin pump since being hospitalized. The customer also reported a hospitalization for a leg injury. The customer was admitted overnight and experienced high blood glucose the during the hospital stay. The customer also reported two no delivery alarms. The customer stated the cannula was not bent. Troubleshooting advised the customer that they would be sent replacement infusion sets. The insulin pump will not be returned for analysis.